Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery at l4/5. Post-op, the implanted screw migrated. As a result of that the patient underwent revision surgery for the removal and reinsertion of the hardware.